Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer stated that the insulin pump had blank display. Customer stated that the insulin pump was exposed to shower, then the insulin pump suddenly said rewind unsuccessful. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.